Manufacturer narrative:
The reported device is being returned to the OEM, classic wire co., for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the gu1009el, katana suture cutter broke apart at the tip and pieces of metal fell into the joint. The metal fragments were recovered in the joint with the use of a c-arm and arthroscopic grasper. The patient however needed to be put under traction to open the hip again to recover the fragments. This added 15 minutes to the total surgery time and 15 min to the total traction time for the patient (which can result in adverse effects for the patient). The surgeon confirmed there were no adverse effects to the patient. There was no reported patient injury and the procedure was completed using another of the same device. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The complaint is inconclusive. An evaluation has not been provided by the vendor and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. A device history record could not be performed as this is a purchased finished device. The date of manufacture is unknown since this is a purchased finished device. (B)(4). Per the instructions for use, the user is advised the following: do not use excessive force on instrument to avoid damage or breakage during use. Avoid contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: the previous report stated "(B)(6) 2018" upon file review the date is actually (B)(6) 2018. This issue will continue to be monitored through the complaint system to assure patient safety.